Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon during use.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), unused reliavac evacuator. The reliavac cws valve at the side of the green bulb was protruding from bulb surface instead of being flush with the bulb surface. The balloon was inflated without difficulty, however it did not completely fill the container. After concomitant tubing was connected, the balloon deflated slower than usual and it took 5 minutes for full deflation, and then the device only suctioned 350ml of water, which was out of specification. The valve was re-assembled back into its correct placement in the bulb, and the balloon fully inflated and suctioned 400cc water. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid, and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from end of trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction# 9(I) for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately"

Event description:
It was reported that it was difficult to inflate the balloon during use.